Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the blade was broken off inside the pt's body. The broken piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.